Manufacturer narrative:
The patient underwent successful revision surgery resulting in the implantation of a new distal femur. The fractured distal femur jts was in-situ for 4 years. There are no additional details available which definitively assign a root cause to the fracture, however implant fractures are well recognized, late post-operative occurrences may be associated with excessive loads, impact or trauma in implanted patients. This complaint is being closed, and is being tracked and trended.

Event description:
It was reported by the surgeon that the patient is being revised due to a broken stem. This is a supplemental report to 3004105610-2014-00193 (B)(4).

Event description:
It was reported by the surgeon that the pt is being revised due to a broken stem.

Manufacturer narrative:
The implant has not been returned for eval, therefore, a visual inspection has not been possible. A review of the manufacturing history confirms no non-conformances were identified. It is not possible to identify the root cause of the reported fracture. Requests are being made for add'l info and a supplemental report will be provided if this info is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).